Event description:
Event description guidant received information that this boxed unit/implantable cardioverter defibrillator (ICD) was taken out of storage for an implant procedure. It was reported that the monitoring voltage measurement was 2.98v and the gas gauge needle was 1/3 of the way down (note: the box label bol voltage measurement was listed as 3.25v).